Event description:
It was reported that signal loss occurred. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). MFR: 3004753838-2025-330938-was reported in error, please disregard the initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR product was received on 12/19/2025. It was determined this complaint is not reportable per (B)(4).